Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing shocking at the implant site and down their leg. The patient first experienced shocking while walking and the day prior to the call the patient had turned the ins off, but should still feel random shocking. Furthermore the day of the call the patient reported that the "shocking just about dropped [them] to [their] knees." There were no trauma or falls associated with this issue and the patient confirmed that turning stimulation did not resolve the issue. The patient planned to follow-up with their healthcare provider (hcp) and the issue was reported to have been sudden in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient was seen on (B)(6) 2018 and the device was determine to be off and had been off for 4 days at that point. The hcp also indicated that the shocking at the pocket site and down the leg were not from the device and the patient was referred to their primary care physician as the issue was ruled to be sciatic in nature. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.